Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with three prostyle devices using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss occurred with the three prostyle devices. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved via a cut-down. During the cut-down, a heavily calcified plug was observed at the puncture site. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.